Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. Additional information was received that the reason for explant was that the patient had to undergo a back surgery.